Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block may have been procedure related. Per the IFU, inadvertent heart block is a known risk during the use of this device.

Event description:
During a pvc ablation procedure, the patient developed heart block. During ablation in an area low in the right ventricular outflow tract (rvot) using a flexability ablation catheter, the patient developed a brief run of wide complex tachycardia, which progressed to second degree atrioventricular (av) block. As the case proceeded, the patient's av conduction resumed; however, when the ablation catheter was placed in the in the rvot in the area previously ablated, the patient again developed second degree av block due to mechanical contact with the catheter. At the conclusion of the procedure, the patient remained in heart block. A dual chamber ICD implant was previously planned; however, due to the heart block a biventricular ICD was implanted. There no performance issues with any sjm device.